Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported elevated blood glucose readings, including 288 mg/dl, with confirmatory fingerstick values of 226 mg/dl and 214 mg/dl. Caregiver noted glucose began trending down during the call.